Event description:
Revision surgery - patient fell out of a truck onto his head and shoulder and tore off the rotator cuff in (B)(6) 2010. On "(B)(6) 2010" the doctor performed a revision surgery, he removed all the components and implanted an rsp.